Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be return for evaluation. Therefore, root cause was undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has vent inop, motor fault, low pip ((peak inspiratory pressure), and transducer fault alarms when unit was powered on. There was no patient involvement reported with this event.